Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The patient was concerned as the longevity had dropped from 3 years to 1 year within a year. Technical services (ts) stated different reasons as to why the longevity dropped. According to the boston scientific representative, the device's output on the v channel was raised, thus, the longevity decreased. However, due to the lack of a data analysis, it cannot be confirmed if the device was experiencing a pbd malfunction. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The patient was concerned as the longevity had dropped from 3 years to 1 year within a year. Technical services (ts) stated different reasons as to why the longevity dropped. According to the boston scientific representative, the device's output on the v channel was raised, thus, the longevity decreased. However, due to the lack of a data analysis, it cannot be confirmed if the device was experiencing a pbd malfunction. The device remains in service. No adverse patient effects were reported. Additional information received indicates that ts performed a data analysis and confirmed that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. It is unknown if the device will be returned for analysis. The device was returned for analysis.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The patient was concerned as the longevity had dropped from 3 years to 1 year within a year. Technical services (ts) stated different reasons as to why the longevity dropped. According to the boston scientific representative, the device's output on the v channel was raised, thus, the longevity decreased. However, due to the lack of a data analysis, it cannot be confirmed if the device was experiencing a pbd malfunction. The device remains in service. No adverse patient effects were reported. Additional information received indicates that ts performed a data analysis and confirmed that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. It is unknown if the device will be returned for analysis.